Event description:
It was reported that a patient underwent an initial surgical procedure on an unknown date. Subsequently, it was reported that the patient suffered a non-union of the patient's bone on and unknown date. Attempt has been made to obtain additional information. It has been reported that no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign: france . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.